Event description:
It was reported that a corometrics 174 monitor was used on a pt and an emergency caesarean section was performed. When the monitor was used on the next pt, the midwives reportedly noted that the paper speed was set at 3 cm/min, rather than the expected 1 cm/min normally used by the hosp. The hosp stated that the preoperative checkout was not performed on the unit prior to the event. The hosp has quarantined the monitor until their internal investigation is completed. No reported device malfunction. The unit had reportedly been repaired recently by a ge svc depot and returned to the hosp. The settings on the corometrics 174 were not checked prior to repair because the unit could not be turned on at the time it was received by ge svc depot (thus the hosp setting for paper speed were not verified). The mains board was replaced and the default settings of the new mains board were verified (paper speed 3 cm/min, paper scale 30 - 240). The unit was returned to the hosp with the default settings.

Manufacturer narrative:
Under the (B)(4) privacy act, pt info is considered confidential and will not be released by the hosp.